Event description:
According to the report, bioglue was used for an acute stanford type a aortic dissection and ascending aorta replacement in (B)(6) 2013. It was applied to the proximal false lumen and suture line; felt was used with bioglue. It is unknown the amount of bioglue applied per site. The target field was dry and the patient's native tissue was friable. In (B)(6) 2014, there was a false aneurysm at some distance from an area where bioglue was applied. The surgeon confirmed a perforation of about 5mm in diameter and it looked like "punched out." When the re-procedure was performed in (B)(6) 2014, the surgeon found aseptic infection but he stated that there was no relationship between the infection and this case. No samples were sent to pathology and bioglue was not still visible. It is unknown if the patient had underlying conditions that may have contributed to the event and no allergies were noted in the patient. It is unknown if bioglue was previously used in the patient. The patient has recovered. Bioglue was used in accordance with the IFU.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue was used for an acute stanford type a aortic dissection and ascending aorta replacement in (B)(6) 2013. It was applied to the proximal false lumen and suture line; felt was used with bioglue. It is unknown the amount of bioglue applied per site. The target field was dry and the patient's native tissue was friable. In (B)(6) 2014, there was a false aneurysm at some distance from an area where bioglue was applied. The surgeon confirmed a perforation of about 5mm in diameter and it looked like "punched out." When the re-procedure was performed in (B)(6) 2014, the surgeon found aseptic infection but he stated that there was no relationship between the infection and this case. No samples were sent to pathology and bioglue was not still visible. It is unknown if the patient had underlying conditions that may have contributed to the event and no allergies were noted in the patient. It is unknown if bioglue was previously used in the patient. The patient has recovered. Bioglue was used in accordance with the IFU. Possible lot numbers were determined from shipping records and manufacturing records were reviewed. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed on the available information. Based on the information available at the time of the report, a cause of the false aneurysm observed in the patient could not be definitively determined. However, based on the fact that the false aneurysm occurred "some distance from an area where bioglue was applied" it is unlikely that bioglue contributed to or caused the false aneurysm. The complaint summary states that "aseptic infection" was found but there was no relationship between the infection and this case. The meaning of the phrase "aseptic infection" is unknown but assumed to mean inflammation. No residual bioglue was noted at the time of the reoperation and no histopathologic examination was performed therefore without additional information, one is unable to make any assessment of whether the inflammation caused or contributed to the false aneurysm observed. The complaint also states that the "discoloration of tissue is recognized" and that discoloration is not recognized when using bioglue. It is possible that the surgeon is referring to the tanning that occurs with exposure to the formaldehyde component of grf glue that he has not observed a similar occurrence with the use of bioglue. Without additional information regarding the significance of his observations, we are unable to make any conclusions related to the surgeon's observations. The surgeon states that he has only observed tissue being punched out when using bioglue. Based on the information provided and since the "punched out" area of tissue appears to be located in the aortic root proximal to the bioglue application site according to the diagram provided, it is not likely that bioglue caused or contributed to the observation. The source of the false aneurysm is not clear, however, from a diagram provided by the manufacturer, it appears that the proximal false lumen of the dissection may have continued into the aortic root contributing to the pseudoaneurysm. In addition, the information in the complaint description states that the native tissue was friable which could feasibly have been a contributing factor and predisposed the tissue to false aneurysm formation. The bioglue instructions for use (IFU) includes adequate guidance and instruction in properly preparing the bioglue application site prior to use.

Event description:
According to the report, bioglue was used for an acute stanford type a aortic dissection and ascending aorta replacement in (B)(6) 2013. It was applied to the proximal false lumen and suture line; felt was used with bioglue. It is unknown the amount of bioglue applied per site. The target field was dry and the patient's native tissue was friable. In (B)(6) 2014, there was a false aneurysm at some distance from an area where bioglue was applied. The surgeon confirmed a perforation of about 5mm in diameter and it looked like "punched out." When the re-procedure was performed in (B)(6) 2014, the surgeon found aseptic infection but he stated that there was no relationship between the infection and this case. No samples were sent to pathology and bioglue was not still visible. It is unknown if the patient had underlying conditions that may have contributed to the event and no allergies were noted in the patient. It is unknown if bioglue was previously used in the patient. The patient has recovered. Bioglue was used in accordance with the IFU.